Event description:
It was reported that on (B)(6) 2015, the patient experienced elevated creatinine kinase-myocardial band (ck-mb) and troponin. On (B)(6) 2015, a 3.0x18mm xience alpine stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. Post implantation, a distal dissection was noted via a hazy distal stent margin. The dissection was treated with a 3.0x8mm xience alpine stent and the dissection resolved without sequela. Post procedure, the patient continued to experience elevated ck-mb and troponin. Additionally, the patient experienced chest pain. Per study physician, the chest pain was not related to the implanted stents and not related to the index procedure. On (B)(6) 2015, another, unspecified stent was implanted in the proximal right coronary artery (rca) lesion and the chest pain resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2015 (2032): creatine kinase (ck)=136 u/l, normal upper limit 233. (B)(6) 2015 (2032): creatinine kinase-myocardial band (ck-mb)= 16.8 ng/ml, normal upper limit 5.0. (B)(6) 2015 (2032) troponin = 1.04, normal upper limit 0.05 ng/ml. (B)(6) 2015: electrocardiogram(ECG)=no myocardial infarction. The stent remains implanted in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Intimal dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.